Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating. The field service engineer (fse) identified the disconnected network cable and reconnected it to the wall jack, restoring network communication and normal system operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had disconnected mode and critical override. New orders were not crossing over to the station. The network cable was already reseated and the station was rebooted, but the issue still persisted. Station went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.